Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode that progressed to ventricular fibrillation (vf) for which 4 shocks were delivered while on holiday in (B)(6). The patient was noted to have become syncopal during the episode. The patient was taken to the hospital where they were externally cardioverted for subsequent untreated episodes. Boston scientific technical services (ts) reviewed device data and discussed it appeared device settings were not optimal for the patient as the ICD was programmed to a single therapy zone at 220 bpm and a duration of 5 seconds while the patient experienced vf episodes below the programmed rate cutoff. Ts discussed rhythm markers pointing out potential undersensing of some rv complexes that may have been blanked due to programming as well as other stored episodes demonstrating effective therapy; it was determined device behavior appeared consistent with the programmed settings. During review of device data an abrupt decrease in pace impedance measurements (though remaining within normal limits) and x-ray indicated varying diameter at a point on the competitor right atrial (ra) lead though this was not investigated further as the physician did not believe it was related to the episodes in question. Therapy settings were reprogrammed while the patient awaits their return to the (B)(6) at which time additional follow-up will be performed. No additional adverse patient effects were reported.